Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported the insulin pump alarmed button error. The device was not dropped or exposed to moisture. Blood glucose value was 25 mmol/l. The customer was out of the house and did not have a backup plan at hand. Customer would be treating with manual injection as soon as possible.